Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with a transcatheter aortic valve evfxplus-34, a pre-implant balloon dilation was performed using a 23x60mm non-medtronic balloon. The valve was implanted successfully. Upon removal of the delivery catheter system, the valve was pulled through with the nose cone and dislodged into the ascending aorta. It was noted that it was not possible to snare the valve and implant another transcatheter valve; therefore, the patient underwent surgery. Subsequently, the valve was explanted, and a surgical valve was implanted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date; lot #; and full UDI # h4. Device mfg date h6. Product analysis image review: the valve was discarded, and; therefore, could not be analyzed directly. Additionally, the patient¿s executive summary was not provided for anatomical review. However, procedural images, including eight static images and one media file, were submitted to medtronic for review. The imaging showed a fluoroscopic inspection of the valve and confirmed a good load. The valve was deployed to just prior to the point of no recapture and depth assessment was performed. Images showed the depth was approximately 5mm on the non-coronary cusp in the cusp overlap view and 5mm on the left coronary cusp in the left anterior oblique view. Imaging showed evidence of valve dislodgement following deployment. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. As listed in the device instructions for use, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention, and balloon valvuloplasty, among others). Corrected data: additional codes. The annex g code was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure with a transcatheter aortic valve evfxplus-34, a pre-implant balloon dilation was performed using a 23x60mm non-medtronic (vacsiii) balloon. The valve was implanted successfully. Upon removal of the delivery catheter system, the valve was pulled through with the nose cone and dislodged into the ascending aorta. Itwas noted that it was not possible to snare the valve and implant another transcatheter valve; therefore, the patient underwent surgery. Subsequently, the valve was explanted, and a surgical valve was implanted. Additional information was received to report vascular access was achieved via the right side of the patient and a non-medtronic (safari) guidewire was used. The transcatheter valve was deployed into the patient's native aortic annulus using the cusp-overlap technique. When the dcs was withdrawn through the implanted valve frame, the nose cone was centered within the inflow portion of the valve frame and slowly withdrawn while slightly retracting the non-medtronic guidewire. According to the physician, the nose cone of the dcs was centered; however, not centered enough as it caught on the inflow portion of the valve frame and caused it to dislodge. This was the sole cause of the dislodgement; patient anatomy was unremarkable.